Event description:
The patient reported that he does not believe his infusion device is delivering insulin correctly. The patient's blood glucose measured high on his blood glucose meter (typically greater than 600 mg/dl). He reported symptoms of extreme thirst and frequent urination. The patient administered injections to counteract his elevated blood glucose. The patient's norma blood glucose is from 75-125 mg/dl. The patient stated that the infusion device has not alarmed or given any indicator that it is malfunctioning. He stated that he could not find insulin leaking out of the infusion device or accessories. The patient was asked if he would return his infusion device for evaluation, and he stated that he would not because he was not sure if it was the infusion device or accessories that was causing the insulin not to flow. The patient did not report assistance by a healthcare professional or second party to address the issue.

Manufacturer narrative:
H:6 codes: no product will be returned for evaluation.